Event description:
Customer reported spot pt light is sagging. There was no report of pt involvement. Investigation/conclusion: see attached urgent medical device correction, dated aug 5, 2005, and urgent medical device correction update, dated dec 12, 2005.